Manufacturer narrative:
The product was returned for evaluation. Device history record reviewed with no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint is not confirmed from the evaluation of the returned product. No issues observed from the evaluation. The definite root cause of the reported complaint cannot be reliably determined. Device identifier # 10381780253792.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that when clamping the a3059 mayfield composite series skull clamp on the patient's head, it was loosely fixed in the clamp. The surgeon slipped a clamping point outward, so that the skull could not be fixed correctly at first. However, after a 2nd time, there were no more problems reported. There was no patient injury reported. It was unknown if the event lead to an increase of surgery time. The sales representative visited the facility on (B)(6) 2019 and did not notice any defects on the device. Nevertheless, the surgeon still insisted on the defect reported.